Event description:
A complaint was received from a customer that reported that the system would not turn on. The customer stated that the batteries were replaced about a month ago. However, upon investigation it was learned that the customer used an incorrect battery type. While on the phone a review of the system was conducted. The correct batteries were installed. However, the system is not performing as expected. Reporter stated that the customer is concerned about recent readings when compared to a competitive meter. An example was 200 mg/dl on the elite system while the competitive system gave a result of 160 mg/dl. An attempt was made to conduct electronic checks on the system. However, the only result displayed was a "10". Based on this check it appears that the display may be defective. A request was made to retrun the system for evaluation. In the meantime a replacement unit was provided.